Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: during investigation, a review of the black box showed multiple unexpected power reset events. The battery compartment was found to be cracked with moisture corrosion present. The battery cap was returned with stripped threads. The returned battery cap was unable to maintain electrical connection, and the reported ¿power¿ complaint was duplicated. A test battery cap was able to securely fit to maintain electrical connection, and was used to complete a 24 hour duration test. No power resets were duplicated during that time. A leak test failed due to a battery compartment leak. The pump¿s cover was removed, and no further evidence of moisture was observed on the printed circuit board or the internal components. No damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture inside it. It was also alleged that there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.